Manufacturer narrative:
We checked the DHR of the delta tt cup and the bone screw involved, without finding any dimensional anomaly. As both the devices remained implanted, we performed a dimensional and functional check with another cup and bone screw belonging to the same lot number of those involved in the event. These checks confirmed the full compliance of both the devices; the bone screw does not pass through any of the 3 holes used to fix the cup to the acetabulum. Based on this analysis, we believe that also the cup and bone screw used during the surgery are fully functional. It's likely that the surgeon believed that the screw passed through the hole, as the dia.64 mm cups have a high thickness, therefore, the bone screw "sinks" considerably inside the screw hole of the cup before final tightening. No corrective actions have been planned due to this event. This is the first similar case reported, and our analysis confirmed the full compliance of both the cup and the bone screw. Lima corporate will keep monitored the market.

Event description:
This is an intra-operative signaling of a possible problem with a dia.64 mm delta tt cup and a bone screw, occurred in (B)(6). During surgery, it seemed that the first bone screw passed through the hole of the delta tt cup after final screwing on the acetabular bone. The surgeon safety fixed the cup to the bone with two other bone screws, without any issue. There was no prolongation of the surgical time.